Event description:
It was reported that a patient implanted with an impella rp experienced a placement signal not reliable alarm on the supporting automated impella controller. There are two related reports. This report represents the automated impella controller and another report was submitted to represent the pump. Refer to section h10 for the related report number.

Manufacturer narrative:
The automated impella controller was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.